Manufacturer narrative:
Unknown if device will be returned.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On an unknown date in (B)(6), the patient visited the hospital and the physician observed a failing valve. On (B)(6) 2018, redo aortic valve replacement and mitral valve replacement was completed. The 19mm trifecta valve was explanted and a 21mm trifecta gt was implanted in the aortic position. The explanted valve was noted to have pannus on the valve. Concomitantly, a 27mm epic valve was implanted in the mitral position. Upon bypass termination, tee observed a directional jet from the mitral valve. Due to surgically related edema, the 27mm epic valve was exchanged for a 25mm epic valve and tee showed good results. The patient is discharged.

Manufacturer narrative:
Event description updated to include additional information was requested, but not provided by the physician or hospital. The event of a directional jet following implant was reported. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause reported event remains unknown.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On an unknown date in (B)(6), the patient visited the hospital and the physician observed a failing valve. On (B)(6) 2018, a returned patient device registration form was received at abbott that indicated a ¿device (epic valve) was implanted, then explanted and replaced with a different size.¿ multiple efforts were made to obtain information and the information made available to abbott was on (B)(6) 2018, redo aortic valve replacement and initial mitral valve replacement was completed. The 19mm trifecta valve was explanted and a 21mm trifecta gt was implanted in the aortic position. The explanted 19mm aortic valve was noted to have pannus on the valve. Concomitantly, a 27mm epic valve was implanted in the mitral position. Upon bypass termination, tee observed a directional jet from the mitral valve. Due to the presence of surgical related edema, the 27mm epic valve was exchanged for a 25mm epic valve and tee showed good results. The patient is discharged.